Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that small holes were found on the insulation of the cable so there is a risk of electric leakage. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one used e2100 pencil was returned, and evaluation of the sample could not confirm the reported issue. Visual inspection found no defects. There was no insulation damage, and the device passed hipot testing, confirming that there was no electrical leakage. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.